Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a damaged pots on pcb, cracked enclosure near corroded drain elbow, the connection between the power switch and pcb is also damaged. The customer stated problem was duplicated. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem was traced to customer damage from the wear and tear of regular use and old age. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device was not heating up. No patient injury reported. No other information was provided.

Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected: the device was noted to have damaged pots on the printed circuit board (pcb), a cracked enclosure near corroded drain elbow, and the connection between the power switch and pcb was also noted as damaged. The investigator started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer?s complaint as confirmed when the device would not heat up. The pot on the pcb used to raise the temperature was noted to be damaged; the cause of the damage was noted to be customer damage from wear and tear of regular use/old age. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.